Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the charge-coupled device (ccd)-cable was pressed by the dent and then broken resulting in the image disappearing. However, a definitive root cause could not be determined. In addition, foreign material could not be identified. It is likely the foreign material adhered to the bending section cover because reprocessing was deviated from instructions for use (IFU). There was no report on deformation or breakage, etc. Of bending section cover. Information on reprocessing: the customer completed reprocessing the subject scope prior to sending it to olympus. However, occasional incidence of delay in precleaning initiation is possible. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. "Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". Precautions for disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" "confirm that the wli and nbi endoscopic images are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on the bending section cover is detached, due to wear of the angle wire; bending angle in the up/down direction does not meet the standard value, connecting tube has a dent, light guide cover glass has corrosion, the plug unit has a scratch and stain, universal cord has discoloration, scope cover has discoloration, control unit has discoloration, up/down angulation lever plate has a stain, and the switch box has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the bronchovideoscopes image disappears while the angulating is in the up direction, which may return to normal at times due to the deterioration of the charged couple device unit and parts of the scope have foreign objects such as the bending section cover, grip, angulation lever, switch box, scope connector case unit, grip stopper unit, and the dial unit. There were no reports of patient involvement.